Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 0.57 mg/day) via an implantable infusion pump. It was reported that the patient had been hearing an alarm intermittently for some time and was having increased pain. The pump was interrogated on 2020-apr-13 and the logs showed multiple motor stalls and recoveries. The pump was currently infusing. Some stalls were up to 24 hours long. The caller denied any magnetic interferences or MRI. Considerations were discussed with the caller. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the motor stall issue had not been resolved. It was reported that the patient was sent home to listen for any more alarming and in that case the pump would be replaced. The office has not heard back from the patient at this time. No further complications have been reported.